Manufacturer narrative:
(B)(4). The patient was born in 1969. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdomen pain and cloudy fluid. On the same day, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment with cefazolin (2g, daily), gentamycin (80 mg, daily) for a total of six days. On the next day, the patient began treatment with vancomycin (1g, daily) and amikacin (300 mg, daily) for a total of five days. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. At the time of the report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the peritoneal dialysis therapy was discontinued. After twelve days the patient was discharged from the hospital. The patient is not recovered. Should additional relevant information become available, a follow-up report will be submitted.